Event description:
Consumer alleges the chair jerked and caused their foot to slip off the footplate and become wedged between a door and the chair. The chair allegedly kept running and broke pt's toe. Pt alleges the chair would not go into reverse.